Event description:
It was reported that impedance trends were questioned, and review of device data showed erratic impedances that were not normal and indicated an issue; likely a connection or fracture issue. The suggestions were made to take a chest x-ray, manipulate the pocket, and look for noise on egms with movement. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual lead was not received for evaluation; however, performance data was collected from the device and analyzed. The maximum rv (right ventricular) pacing impedance measurement was variable, with a range of 472 - 1032 ohms, and the maximum atrial impedance measurement was variable, with a range of 408 - 3280 ohms. The lifetime sensing integrity counters for the ventricular and atrial counts were 234 and 2130 respectively. A high value of this count can indicate a possible intermittency in the system.